Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and loss of capture (loc) due to rv lead perforation. In addition, a hybrid cardiac surgery procedure was performed. After adding a new device and lead, this rv lead was removed via open-chest surgery, replaced with the same model, and was discarded. No additional adverse patient effects were reported.